Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the missing thixotropic adhesive (ke 45) at the light guide cover of the control body, as well as minor scratches and minor peeling of glue on the pink rubber was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited missing thixotropic adhesive (ke 45) at the light guide cover of the control body, as well as minor scratches and minor peeling of glue on the pink rubber. There was no patient involvement.